Event description:
It was reported that during a da vinci s prostatectomy surgical procedure arcing occurred through the monopolar curved scissors (mcs) tip cover accessory, which was installed on a mcs instrument. The surgical staff also discovered holes on the tip cover accessory. The planned procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed two holes which exhibit localized melting, indicating that arcing events had occurred. The holes are roughly 180 degrees apart and one hole is oblong, measuring .015" x .030", and the other is a .020" diameter hole. The holes are located .385" and .270" above the silicone to sleeve interface. There is also a .130" long tear in the axial direction at the distal tip of the silicone. The tear at the tip does not appear to be associated with either hole. One hole appears to have a tear line on one side. No other damage was found. Engineering concluded that the arcing was likely due to insufficient silicone dielectric strength, with the dielectric strength weakened by damage or reduced silicone thickness during wrist articulation. High generator settings may also have contributed to the arcing. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.